Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The diameter of the proximal neck was 14-17 mm in diameter. It was reported that after implantation of the main body a proximal type I endoleak was confirmed. Another manufacturer¿s stent graft was implanted; however, the endoleak remained. Per the physician the cause of the endoleak was due to the narrow neck and the result was expected. No clinical sequelae were reported and the patient has recovered.